Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope at the end of the procedure the single use distal cover came off the scope and was unlocatable for hours but eventually found in the patient¿s mouth. The patient was under anesthesia for an additional two hours due to this. The physician did not withdrawal the scope. The scope was withdrawn by a technician. An unspecified balloon and wire were still in the scope upon withdrawal. The customer is not returning the devices for evaluation. Additional details regarding the patient and reported event have been requested.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304-2022-00113.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4). Depending on the lot number used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes corrections to e2, e3 and g2. Information added to these fields that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.